Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer encountered repeated recoverable 23103 faults on universal surgical manipulator (usm) 1. Onsite logs show error 23103 and 23105. Prior to calling intuitive surgical, inc (isi), the staff had performed a hard restart, but the issue persisted. The staff swapped out the patient side cart (psc) with another psc. The procedure was converted to another psc with no reported injury. On 14-feb-2023, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the customer provided the patient information. The customer confirmed that there was another call for the same issue in the same procedure from another or staff member. They had both called in for the same case.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable 23103 faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The complaint regarding repeated recoverable 23103 faults was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, a proximal set up joint (suj) exhibited a persistent issue during the procedure which caused the customer to convert to another da vinci system. The proximal suj was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (suj) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint of ¿error 23103¿. The suj was placed on an in-house system and no errors were triggered. The unit was installed on the patient side cart (psc) fixture test platform (pftp) and during horizontal encoder test the reading was inaccurate showing an issue with the tracking. The unit still passed all tests. The complaint regarding ¿recoverable error 23103¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.